Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not working properly. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the touchscreen was not working properly. The unit was sent to bench repair. The investigation is ongoing.

Manufacturer narrative:
H10: e1: (B)(6).

Manufacturer narrative:
It was reported that the touchscreen was not working properly. The unit was sent to bench repair. At bench repair, the touchscreen was replaced. Bench repair replaced the touchscreen. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Bench repair replaced the touchscreen. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.